Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. It was also reported that the battery gauge was fluctuating. Reportedly, customer continued using pump for insulin therapy. Customer¿s blood glucose level was in 150-299 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.